Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the "cap of the plain tubes is not fitting properly after opened."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for second stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode second stopper creepout. Bd has initiated further root cause investigation relating to the issue of second stopper creepout through corrective and preventive actions.